Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, push force was unusually high, and the valve was not advancing through the external iliac. The implanter pulled the 14 fr esheath back 1-2cm and tried to advance the valve, still with no success. After additional manipulation, the decision was made to remove the system as one unit. A new valve, commander, and 16f esheath were prepped and inserted into the patient. The valve advanced successfully past the area of initial concern. However, the push force was high as the valve was exiting the tip of the 16f esheath. The valve was deployed successfully. The perceived root cause was slight tortuosity with a small amount of calcium. There was no patient injury. A preliminary examination of the 16fr. Esheath found a radial tip tear and an axial tear with hdpe stretching, soft tip damage, and scratches noted on the distal shaft.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to d2; common device name was inadvertently left off of the previous submission. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of distal tip torn was confirmed per evaluation of the returned device/provided device imagery. Available information suggests that improper tip expansion, patient factors (calcification, tortuosity), and/or procedural factors (high push forces) likely contributed to the event as it was reported, "the valve advanced successfully past the area of initial concern, however, push force was high as the valve was exiting the tip of the 16f esheath." Additionally, calcification and tortuosity were confirmed via the provided imagery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reports of improper expansion of the sheath tip and subsequent tearing of the tip have previously been identified in product risk assessment (pra).